Manufacturer narrative:
Not returned. Event conclusion: a new pacemaker was successfully implanted. When the device is returned or add'l info becomes available, this event will be updated.

Event description:
Event description: boston scientific received info that this pacemaker was implanted in 2006 in an infant with complete heart block. The device was programmed to maximum outputs at a high rate. One year post implant the device declared elective replacement indicator. The device was removed, replaced, and returned for analysis.